Manufacturer narrative:
Eval: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab malfunctioned. This was the only info at the time of the report. Event complications: none from the event-reported 12/22/97. Pt's current status: normal-rpt'd 12/22/97.